Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the entrapment of device with the anatomy resulting in foreign body in patient (clip implanted only on the posterior leaflet) appears to be related to procedural conditions/user technique and where the clip was positioned. The reported off-label use of the device was associated with the use of the g4 sgc with g5 cds to treat mr. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a g4 steerable guide catheter (sgc) was used off-label with g5 mitraclips. A mitraclip xtw was advanced within the mitral valve when it became entangled within chordae. Troubleshooting was preformed but was unable to be freed and was implanted only on the posterior leaflet. An additional mitraclip was implanted successfully. A mitraclip ntw was then attempted, upon grasping the leaflets the mean pressure gradient (mpg) increased. The clip was removed from the patient and the procedure was discontinued. The final mr was grade 2. There were no adverse patient sequela or clinically significant delays reported.